Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap and alarmed compromised force sensor system. The customer stated that the insulin pump had been dropped once. The customer did not know the blood glucose reading. The customer stated that he was trying to change the reservoir, proceeded to lock the reservoir, and pressed the act button. He stated that he did not see numbers on the screen as he should have, noting that insulin was coming out before the device alarmed compromised force sensor system. He did not press the drive support cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratches on lcd window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.